Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid and chronic cervicitis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia, (painful sexual intercourse)."), nausea ("nausea"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the nausea, alopecia and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea and pelvic pain to be related to essure. The reporter commented: essure insertion procedure in detail: the essure micro-implants were placed both cornua using standard technique. At the end of the procedure, the right cornua had 4 visible coils and the left cornua had 6 visible coils. A successful placement occurred bilaterally. The patient tolerated the procedure well. Discrepancy noted in date of insertion- (B)(6) 2008, (B)(6) 2008. Patient received treatment for events ¿abdominal pain , dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), pelvic pain. Surgical pathology report: multiple leiomyoma's. Intramural and subserosal. With focal degenerative changes. Focal adenomyosis. Weakly proliferative endometrium. Unremarkable serosa. Mild chronic cervicitis. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: 626598 manufacture date: 2008-02 expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid and chronic cervicitis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia, (painful sexual intercourse)."), nausea ("nausea"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the nausea, alopecia and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea and pelvic pain to be related to essure. The reporter commented: essure insertion procedure in detail: the essure micro-implants were placed both cornua using standard technique. At the end of the procedure, the right cornua had 4 visible coils and the left cornua had 6 visible coils. A successful placement occurred bilaterally. The patient tolerated the procedure well. Discrepancy noted in date of insertion: (B)(6) 2008. Patient received treatment for events: abdominal pain , dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), pelvic pain. Surgical pathology report: multiple leiomyoma's. Intramural and subserosal. With focal degenerative changes. Focal adenomyosis. Weakly proliferative endometrium. Unremarkable serosa. Mild chronic cervicitis. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: 626598, manufacture date: 2008-02, expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia, (painful sexual intercourse)."), nausea ("nausea"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the nausea, alopecia and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2008, (B)(6) 2008 patient received treatment for events ¿abdominal pain , dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received-event injury updated to pelvic pain. New events abdominal pain , dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), fatigue, hair loss, nausea were added. Outcome of pelvic pain updated to recovered / resolved. Patient information and lab data were added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.